Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to produce x-rays, which can impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed, and biomed has performed a work-around to get the system started. The philips remote service engineer (rse) inspected the system remotely and concluded that the system was unable to produce x-rays. Review of the system log files showed that the x-ray pc did not start. Customer rerouted serial advanced technology attachment (sata) disk connections/disk bay, then the system started and was running on a temporary hardware fix. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has implemented a medical device correction z-1152-2024 to fix the problem permanently. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.